Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 2.4 mm and there was calcification present extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels were 253s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The valve got fully re-sheathed 4 times due to non-uniform expansion. The final implant depth was 4mm. Post procedure, prior to discharge from hospital a bradycardia and first degree atrioventricular (av) block was noted on the patient. On 04 feb 2026, a dual chamber pacemaker was implanted. The patient was reported stable.